Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for the revision surgery was the patient dislocated their hip twice. No information was reported about patient activities during rehabilitation or operating procedure, or other factors that could have contributed to the event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are four prior complaints on the incident linear stem part number 425-01-011, related to stem sinking, periprosthetic fracture, stem and broach mismatch and infection/pain. A definitive root cause cannot be determined. Several factors that can contribute to this event include, loose joint from soft tissue issues, malposition of components, trauma, or excessive range-of-motion and any patient weight bearing activities. There is no evidence that a material, design, or dimensional problem contributed to revision surgery.

Event description:
Revision surgery - due to the patient dislocating their hip twice. The surgeon changed the stem and sleeve, he put more ante version on the new stem.